Event description:
Caller reported performing several tests with the freestyle meter and getting results of 346 and 240 mg/dl as well as 486 and 186 mg/dl in tests conducted within 10 minutes. The reported freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction.